Event description:
Product analysis was completed for the returned generator. The output signal was monitored for more than 24 hours with the generator in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Diagnostics were as expected and the end of service flag was not set. The device performed according to functional specifications. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. No additional, relevant information was received to date.

Event description:
It was stated that the patient was scheduled for a surgical consultation due to low battery. Prior to the consultation, it was reported that patient was experiencing shocks from the device. The patient's wife stated that her husband was struck with a bat on the generator a while back and it was believed that the device was not working right since then. The patient was seen at consultation and was still in pain from the vns. The device was turned off at the visit, and the patient was referred for surgery. Follow-up with the company representative clarified that the reason for replacement was prophylactic as the physician did not want the patient to not receive therapy due to a depleted battery. However, there was also suspicion that the device was not performing properly due the patient getting hit by a baseball bat, directly where the device was located in the chest. After this occurrence, it was reported that the patient sometimes felt no stimulation and other time felt shocking, strong stimulation. It was believed that the current was fluctuating. Diagnostics were confirmed to be ok with good impedance. An implant card was received indicating that the device was replaced prophylactically, but may not be working properly. The device was returned for analysis. Analysis has not been completed to date. No additional, relevant information was received to date.